Manufacturer narrative:
A sample is not available for evaluation. The device history records for the reported lot number 4006093 will be reviewed and upon completion of the investigation, a supplements report will be filed.

Event description:
It was reported that while the consumer was using a bd insulin syringe with bd ultra-fine needle, the needle broke off in the consumer's abdomen. The consumer went to the emergency department where he was evaluated and received x-rays confirming that the broken needle was in the outer fat layer of his abdomen, approximately 1/4" from the surface. The consumer states that the emergency department said that since the needle is close to the surface that it may be left in place, however, he was referred to a surgeon for a follow up. The consumer has been asked to provide an update after the evaluation has taken place. Of note, the consumer stated that he reuses his needles up to six times per day. He has been educated not to reuse needles or to bend the used needles straight for reuse.